Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. - one ar-2324bcc received. - visual evaluation reveals the anchor is still assembled on the driver. - the eyelet is disassembled form the driver, but is still connected to the suture. The suture was pulled out of the device. - no damage observed. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 12/23/2021, it was reported by a arthrex employee via email that an ar-2324bcc swivelock anchor came off the inserter and was unstable after the sutures were passed through the eyelet and implanted in the patients body. This was discovered during a procedure on (B)(6) 2021. Additional information received 12/28/2021: it has been confirmed that this occurred during an arthroscopic rcr procedure. During the case, surgeon used two ar-2324bcc swivelock from lot 13621985 and 12643589 but could not identify which of the two failed. The case was completed successfully without further issues using an ar-2324bcc swivelock; lot number could not be identified either. All the sutures, eyelet and anchor were removed from inside the patient.